Manufacturer narrative:
According to the customer, "packaging is crumpled on a large portion of the packages. Some perforated with broken stopcocks. When unpacking from boxes the packages they were visible crunched. When opening its contents there were visibly broken and bent components." A sample is available for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(6) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, "packaging is crumpled on a large portion of the packages. Some perforated with broken stopcocks. When unpacking from boxes the packages they were visible crunched. When opening its contents there were visibly broken and bent components."